Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.5x8mm liberte stent was advanced but was unable to cross the lesion, upon removal the stent was ''deformed.'' The procedure was completed with another 2.5x8mm liberte stent. There were no patient complications reported the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. The balloon was tightly folded and the stent was centered between the markerbands. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damage and crossing difficulty. There was no evidence of any product quality deficiencies. A thorough analysis of the returned device could not confirm the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.5x8mm liberte stent was advanced but was unable to cross the lesion, upon removal the stent was deformed. The procedure was completed with another 2.5x8mm liberte stent. There were no patient complications reported the patient status is stable.